Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 6dec2018. Philips field service engineer (fse) found error code 9002 (flow sensor mismatch) in the diagnostic report to confirm the reported problem and replaced oxygen flow sensor to resolve this issue. The device successfully passed performance specification testing after the repair was complete.

Event description:
The customer reported tidal volume is not showing the desired value. No patient or user harm reported. The event date was not specified; estimate used.